Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported that they programmed a bolus of 24 units from the insulin pump. The customer reported that they did not check that insulin was delivered and delivered another bolus for the same amount. The customer was already in the hospital at the time the double bolus was made. The customer reported that they were in the hospital for non-diabetes related reasons. The customer was advised to monitor their blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.